Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent was partially deployed approximately 4mm from the middle sheath. There is a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The lock and pull rack are still in the manufactured location. Inspection of the remainder of the device, revealed no other damage or irregularities. The product analysis found damage that could have contributed to the inadvertent deployment.

Event description:
It was reported that partial deployment occurred. A 7 x 150 x 130 innova vascular stent self-expanding was selected for use. When the package was opened, the stent was partially deployed. The procedure was completed with another stent. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent was partially deployed approximately 4mm from the middle sheath. There is a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The lock and pull rack are still in the manufactured location. Inspection of the remainder of the device, revealed no other damage or irregularities. The product analysis found damage that could have contributed to the inadvertent deployment.

Event description:
It was reported that inadvertent deployment occurred. A 7 x 150 x 130 innova vascular stent self-expanding was selected for use. When the package was opened, the stent was partially deployed. The procedure was completed with another stent. No patient complications reported.